Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels between 60-70 (mg/dl). Customer consumed "dense carbs" to treat bg level. Reportedly, customer is planning to contact their health care provider to discuss pump settings.